Event description:
It was reported by service report that the stretcher had a frayed and broken assist cable. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Bracket.